Event description:
The customer reported that the insulin pump was not recognizing the reservoir, and insulin was squirting out. The customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.